Event description:
Boston scientific received information the patient with this implantable cardioverter defibrillator (ICD) system developed pain at the ICD site. This was associated with febrile episodes for several nights, along with myalgias and night sweats. The patient was admitted to the hospital and ultimately underwent ICD system extraction.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.